Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer initially called and stated that controls were out of range for multiple tests run on one measuring cell of the e601 analyzer. The customer stated that they had the analyzer measuring cells replaced early in the month and have been having issues since this action. The customer pulled samples run since the last acceptable control recovery and repeated these on a different analyzer. A total of four patient samples had questionable results for the elecsys tsh assay (tsh) and the elecsys myoglobin immunoassay (myo). Of the four samples, two had erroneous tsh results that were reported outside of the laboratory. The first sample initially resulted as 0.793 uiu/ml and this value was reported outside of the laboratory. The sample was repeated on a different analyzer, resulting as 2.44 uiu/ml. The repeat result was believed to be correct. The second sample, from a 63 year old female, initially resulted as 8.76 uiu/ml accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated on a different analyzer, resulting as 33.81 uiu/ml accompanied by a data flag. The repeat result was believed to be correct. The patients were not adversely affected. The tsh reagent lot number was 14358301, with an expiration date of 12/31/2016. The field service engineer determined that there was a fluidics failure. A valve was found to be dirty and the reagent probe was out of alignment. He cleaned the valve and performed an alignment on the reagent probe. He ran performance testing and this was successful. The customer was able to run passing calibration and controls.